Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the marker lumen was successfully flushed prior to use. Then the device was inserted into the vessel, but blood back flow was not confirmed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The occlusion of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis it is likely an interaction with patient anatomy or tissue interfered with the marker post during placement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed that blood was visible from the marker lumen, however it was not a brisk pulsatile flow. No additional information was provided.